Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a s3 alarms was confirmed via analysis of the returned console. The returned centrimag console (serial number: (B)(6)) was evaluated by service depot alongside known working test centrimag equipment. The returned console was powered on and upon completing the boot up sequence, an s3 alarm activated, confirming the reported event. The unit was then disassembled to inspect the internal components revealing that there was a large build up of dust on the fan assembly. This would prevent the fan from operating as intended and result in the observed s3 alarms. No further testing was performed as the customer was provided a purchase order request for the repair of the console; however, no response was received. A log file was downloaded from the returned console and data from the event dates of (B)(6) 2025 ¿ (B)(6) 2025 were reviewed. The log file captured intermittent s3 alarms from (B)(6) 2025 at 11:32:04 to (B)(6) 2025 at 14:15:07 that were associated with fan speed issue; this is consistent with the large buildup of dust in the console¿s fan assembly. The alarms were muted and cleared within a minute of activating. No other notable alarms were observed. The reported event was determined to be due to a buildup of dust in the console¿s fan assembly; however, the root cause of the buildup of dust could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The console was shipped to the customer on 27dec2012. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No patient involved. Section d4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag console displayed an s3 error alarm appeared and cleared but was reappearing. Additional information provided that this was a backup circuit. Extracorporeal membrane oxygenation (ECMO) registered nurse specialists had s3 alarm several times earlier in the day but did not take a photo of it occurring. This could not be replicated. The site spoke to chad day from abbott who said unless it could be duplicated and wouldn't clear, that it was probably just a glitch. Later in the same day, the site was going to put a different patient on ECMO. This backup circuit was being used. When the system was powered on, it immediately gave an s3 alarm that wouldn't clear. The equipment was swapped out with no patient harm. There were no adverse events or delays in care. With help from a colleague this equipment was then removed (B)(6) console owned by site; and motor (B)(6) rented from abbott) from service. A biomed service request was completed. The console and motor would be returned for evaluation.